Manufacturer narrative:
E1 complete address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a dark image. The issue occurred during service / maintenance (not in a clinical setting).there were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle has many wires cut off in the universal cord, and dents in the insertion tube. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the reported problem was not found, so the cause could not be determined, and the additional malfunctions were due to a component failure of the lg bundle and the outer tube. The lg bundle and outer tube failures were most likely caused by some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.